Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400s mg/dl). Correction boluses were delivered to address the bg level. The pump supplies were changed twice. The customer reverted to using insulin injections to manage diabetes. The customer performed a pump system check with tandem technical support and there were no device issues identified. The customer was to resume pump therapy.